Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had an x-ray security error when using the foot switch during a case. The procedure was completed. No pt injury was reported.